Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2317-70 serial: (B)(4). Batch: 5127346 product family: scs-ipg-r upn: (B)(4). Model: sc-1160 serial: (B)(4). Batch: 362212.

Event description:
It was reported that the patient had experienced inadequate stimulation due to lead migration. It was also reported that the patient experienced pain with the spinal cord stimulator (scs) device. All device components were explanted and were not returned. The patient was doing well postoperatively.